Event description:
It was reported this cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode and as a result the patient experienced syncope and was admitted to the hospital. This crt-p also exhibited oversensed noise and pacing inhibition. This device was not able to be interrogated with a consult communicator due to limitations of safety mode settings. Additional information received noted that the battery in this crt-p read approximately seven years remaining before reverting to safety mode. This crt-p was explanted and has not been returned for analysis. No additional adverse patient effects were reported.